Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/jul/2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "breastfeeding difficulties" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breastfeeding difficulties.

Event description:
Patient reported left side "not enough milk production." Additionally, healthcare professional later reported "patient's concern with the product." Patient also reported "other, cancer (skin)"; this is not device related. Device has been explanted and discarded after surgery.